Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley. The instrument was found to have a thermal damaged monopolar distal clevis. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing the permanent cautery hook was observed to have a broken cable. There was no patient involvement.